Event description:
As reported by the user facility: over infusion of ketamine, patient had complications. No other clinical information available at this time. Patient's ketamine infusion 100ml was initiated at 1500 at a rate of 2.5ml/hr, when therapy checked at 2400, the bag was empty. Patient experienced dizziness.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual pump involved in the incident was returned for evaluation. The pump had software version g03 installed. The pump was run and tested for three separate days and passed all test requirements. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer.